Event description:
Information received from the field notes that multiple attempts to interrogate the device were unsuccessful and no magnet response was observed. The patient's intrinsic rate was approximately 95-100 bpm.